Event description:
The event is reported as: the customer alleges that the device would pop off the ventilator which was under pressure during testing.

Manufacturer narrative:
Product usage when the alleged defect occurred is unknown. The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report.